Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood leakage from the caresite valve was noted during a tpn infusion using a central line. The caresite valve was replaced with no further issues. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite without packaging was returned for evaluation. Visual examination of the caresite noted a vertical crack through the female threads. No other visual defects were noted. The caresite was pressure tested per specification with failing results as leakage was noted at the crack location. The returned caresite confirmed the reported defect of a leaking valve. Due to this other occurrences of this nature, a stop ring was added to the caresite valve in order to address issues of this nature. It should be noted that the reported batch number was manufactured prior to this valve change. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature.